Manufacturer narrative:
Consumer experienced loosened crowns.

Event description:
Consumer called stating that using the sonicare power toothbrush has loosened up her crowns.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.